Event description:
It was reported that a minicap extended life pd transfer set leaked. The reporter stated that the liquid continued to flow even after closing the clamp. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation, however the evaluation has not yet begun. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This device was visually and functionally tested (clamp, clear passage, leak) per product specifications, with no issues noted during the clear passage test or the leak test. Broken occluder feet were noted during the clamp function testing. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. As a result, the initial evaluation confirmed the reported condition of a leak. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Broken occluder feet are a known cause of the reported condition; however, the cause of the broken occluder feet was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.